Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.96 volts prior to implant. The device was not used and will be returned to guidant for analysis.